Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The patient denied any damage to the pump. The patient reportedly wore the pump under a garment, against the body and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or tearing was observed. The ok, up and down arrow keypad buttons were responsive during testing. The contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery. During investigation, evidence of contamination was found under all keypad contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.